Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. As a result, lead safety switch (lss) was triggered. Further testing was recommended. No adverse patient effects were reported. This lv lead remains in service. Additional information was received, the clinical representative indicated that reprogramming options were performed. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. As a result, lead safety switch (lss) was triggered. Further testing was recommended. No adverse patient effects were reported. This lv lead remains in service.